Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during initial inflation below rated burst pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.